Event description:
Patient experienced a full thickness burn on its left inner thigh from a laser procedure.

Manufacturer narrative:
Patient was prescribed polysporin medication and a compression garment for preventative care. Treatment parameters were within clinical guidelines. There was no problem found with the device and operated within specification. However this is a reportable event because a full thickness burn is a serious injury.